Event description:
It was reported that following the initial implant, the right ventricular (rv) lead became dislodged overnight. The rv lead was repo sitioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014.